Manufacturer narrative:
Technical support reviewed the log files sent by the customer and advised that the blower needs to be replaced. After the customer replaced the blower, the inspiration valve or device leaky alarm appeared. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed high blower temperature. After restarting the unit, it alarmed blower failure and inspiration valve or device leaky. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation: g4, g7, h2, h6 and h10 result of investigation: according to the investigation, the blower module was disassembled and examined under fourier transform infrared spectroscopy (ftir). Found 59.32% match with aluminum ammonium sulfate, which is the main contributing factor causing resistance of flow which in-turn caused the blower module to require a higher power draw to compensate and causing the blower related faults. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.